Manufacturer narrative:
An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not yet received the fbf instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. Product and event verification: a review of the instrument log for the fbf instrument (part# 470205-09/n11200706 0170) associated with this event has been performed; however, the logs from the site were not available. It is unknown what life the instrument was on when the alleged issue occurred. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing after a nissen fundoplication procedure, the insulated wire of the fenestrated bipolar forceps (fbf) instrument was found to be damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information regarding this event. However, no further details could be provided.

Manufacturer narrative:
4307- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. No damage was found to the insulation of the conductor wire. Root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n112007060170) was performed. The instrument was last used on 13-nov-2020 on system (B)(4). The alleged event occurred on the 6th use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record.